Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 3a and 3b endoleak, stent movement and sac growth. On (B)(6) 2018, a secondary procedure was completed. The physician elected to implant reline the original devices with the ovation ix abdominal stent graft system. The patient was reported as doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a 3b endoleak and secondary procedure. The type 3a endoleak that was reported was refuted as there was no leak present. The reported type 3b endoleak is mostly likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.